Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, after inflating to 8 atmospheres the balloon would not deflate. The catheter was removed with the balloon partially inflated. No pt injury was reported.